Manufacturer narrative:
(B)(4)

Event description:
Two complete se stents were implanted in the right sfa. Approximately 25 months post index procedure, the patient suffered in stent occlusion of the right sfa. The investigator assessed the event as probably related to the device, procedure and paclitaxel. The occlusion was treated with non-medtronic pta approximately 3 weeks later. Outcome is resolved.